Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. Pmv performed functional testing: the balloon was inflated; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional info. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, approximately one minute after inflating balloon, while observing inside of the abdominal cavity, the balloon burst. Another trocar was opened but when the nurse tried to test the second device, they were unable to put air into it. The procedure was completed with another device. The surgical time was not extended. Nothing fell into the patient's cavity. There was no injury to the patient.